Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 16-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: review of the black box data revealed data from the date of the alleged event had been overwritten due to continue patient use. The available black box data revealed one record of loss of prime with low non-zero force on (B)(6) 2018. On investigation, the pump powered on normally and was exercised for 24 hours without any errors, alarms or warnings occurring. The force sensor was evaluated and found to be operating within required specifications. Investigation did not duplicate the complaint.